Event description:
A home pt contacted baxter technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 4/4 of her automated peritoneal dialysis therapy. Pt initial report, a supply bag became disconnected for an unk reason. Baxter's technical service center assisted the home pt in ending therapy. No pt injury or medical intervention was indicated at the time of the incident per the home pt.